Event description:
Customer called reporting keypad issues on her insulin pump. She said she was trying to input her carbohydrates when the numbers started ramping up on their own. Customer's blood glucose is 119 mg/dl. There were no significant events leading to the keypad issues. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Pump had intermittent button response due to moisture damage to the keypad traces. Unit had a scratched lcd window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Numbers ramping on their own were not observed.